Manufacturer narrative:
This issue was previously reported under MDR number 3008344661-2015-00009 under a different suspect device. (B)(6). (B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a falsely depressed architect total psa result of 2.3 ng/ml on specimen ID (B)(6) which was retested upon 1:10 dilution. Initially, the specimen tested >100 ng/ml. The specimen was repeated upon dilution with another architect analyzer total psa of 234ng/ml and the same analyzer of 224 ng/ml. No specific patient information is available. No impact to patient management was reported.

Manufacturer narrative:
The complaint text noted that error code 5900, step loss detected on r1 pipettor syringe motor, occurred immediately prior to the total psa retest result. A field service representative replaced the syringe due to the error code. Service history for this instrument revealed no complaints of discrepant or erratic results were reported after the field service call. A review of the syringe data and similar complaints for the architect i2000sr indicated no adverse trend related to aberrant patient results. The architect system operations manual provides troubleshooting for erratic results including syringe assemblies, valves leaking and sample handling or integrity issues. Also, the manual provides probable causes and corrective actions for error code 5900. The total psa package insert addresses sample handling and performance characteristics. Based on the evaluation, the architect i2000sr is performing acceptably.